Event description:
Rptr received an anonymous call indicating that the drug, the subject of an FDA recall, decomposes overtime. One of the end products of this decomposition is hydrofluoric acid which will corrode the internal components of anesthesia machines such as the vaporizer, breathing circuit and other hoses. There has been no known event at this time. The caller was reporting the possibility of an event only. Rptr feels that this is really a drug report and as the drug has been recalled by the FDA he was reluctant to report. Rptr states he called, on the recommendation of someone from osb.